Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support the customer checked the luer lock connection. The customer reconnected the tubing to the cartridge and was able to continue the fill tubing process. There was no reported impact to the customer's blood glucose level